Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, the patient underwent surgery due to degeneration of lumbar intervertebral disc. During the surgery,the doctor found that the product's head part slipped, he had to replace a new one to complete the surgery.the product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.